Event description:
The manufacturer received information alleging a ventilator had an oxygen leak. The device was not in patient use. The ventilator will not be returned to the manufacturer for evaluation as per the customer.